Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a routine device check. The device interrogation revealed premature battery depletion. The patient will continue to be monitored. The device will be explanted and replaced at eri.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. The device was tested on the bench and no anomalies were found. The cause of the discrepancy in the longevity estimates was not conclusively determined.

Event description:
New information received indicates that the device was explanted. The device was returned for analysis.